Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 05apr2017 in describe event or problem. No further follow up is planned. Evaluation summary a pharmacist reported on behalf of a female patient that when using her humapen savvio device it was necessary to select 60 iu for the medication to come out. The patient uses humulin n and humulin r (two different insulins) with the same device, switching cartridges. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1410v01, manufactured october 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The user manual provides adequate priming instruction, including that a new cartridge may need to be primed several times before you see insulin at the needle tip. Switching cartridges repeatedly using the same device may explain why the patient has to prime with 60 iu, depending on where the injection screw is in relation to the plunger. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist, with additional information from three reporting consumers, who contacted the company to complain about a product and to report an adverse event, concerns a female patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin human (rdna origin) nph (humulin n), cartridge, unknown dose, frequency, route of administration indication or start date, and also insulin human (rdna origin) regular (humulin r), cartridge, unknown dose, frequency, route of administration, indication or start date. On an unspecified date, unknown time after beginning insulin human nph and insulin human regular via humapen savvio red (lot 1410v01), the device was not working properly and it was necessary to select 60 iu for the medication could come out ((B)(4)/ lot number 1410v01). It was reported that patient experienced blood glucose reaching 500/600 (units and normal ranges were not provided) and was hospitalized due to this on an unknown date. In addition, it was stated that patient always went to the hospital due to blood glucose increased. Additional information regarding corrective treatments and discharge date from hospital was not provided. The patient recovered from the event. It was unknown if insulin human nph and insulin human regular therapies were continued. No additional follow up will be attempted as contact information was not provided. It was unknown who operated the device, if the operator was trained, how long time the operator had used the device model and the reported device lot 1410v01. Status of the device was not provided. The device was not returned to the manufacturer. The initial reporting pharmacist, the second and fourth reporting consumers did not provide an opinion of relatedness. The third reporting consumer did not consider the event of blood glucose increased related to insulin human nph or insulin human regular, but considered it related to humapen savvio red (lot 1410v01) and did not provide any other opinion of relatedness. Edit 15mar2017: the case was unlocked in order to update as reported causality for device from device nhcp to not reported. Edit 23mar2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 05apr2017: additional information received on 05apr2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer. Corresponding fields and narrative updated accordingly.